Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed: 1 unrelated non-conformance on this lot. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 1 additional report related to implant loosening. Device history batch: null. Device history review: complaints received by cmw in the last 12 months for implant loosening for this product/ product family: by product code: 72. By product family: 129 (49x smartset hv, 80x smartset mv). If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 21 sep 2018: on (B)(6) 2017, patient underwent a left attune tka with depuy cement. She then underwent a left revision for loosening of the tibial tray at cement to implant interface on (B)(6) 2017, revising the tibial base and poly insert only. Attune base and insert were implanted during revision. Doi: (B)(6) 2017; dor: (B)(6) 2017, (base and insert only).